Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection shows that the seal was out of deployment tube and cracked. Other observations are that, tension spring components are loaded inside deployment tube and plunger was completely depressed. The failure that the seal unraveled is not confirmed. Lhr review was completed for the product, there was no nonconformance associated with the lot number.